Event description:
It was reported a failure of the needle mechanism (unspecified) after wearing the pod between 36 and 48 hours. The patient's blood glucose levels rose up to 14.7 mmol/l (264.6 mg/dl).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.